Manufacturer narrative:
Manufacturing investigation evaluation: five (5) packages with screwdriver inserts received presenting some irregularities in the sealing seem after being opened/ peeled. During quality control, these articles, as well as the packages, were visually checked prior to leaving the manufacturing site. This step would ensure that an improper sealing would be detected. No non-conformities were noted for these two lot numbers. During the in-process control, no deviations were found. Tensile strength was checked and found to meet the specifications. A visual inspection was also conducted. Before opening the package, no irregularities were visible. After opening the packages, some inhomogeneity in the sealing layer was observed. A leak test with subsequent peel test was performed. The sealing seams were tight, but after peeling, some inhomogeneity in the sealing layer observed. The exact cause of failure could not be determined. However, due to the specified sealing parameters, a quite tight sealing is achieved. Upon opening, the sealing layer may get damaged, which can be recognizable as inhomogeneity. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ manufacturing location: (B)(4). Supplier: pb swiss tools (B)(4). Manufacturing date: 05 dec 2014 expiry date: 01 april 2024. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a box was reportedly opening due to bad glue. This event caused a 15 minute surgical delay. This is report 3 of 5 for (B)(4).